Event description:
Philips received a complaint on the defibrillator indicating that the heart rate is not correct. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Initial reporter info: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : a service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and the cause of the reported issue could not be determined.